Event description:
It was reported that this pacemaker was explanted and with a smaller battery due to patient discomfort. The device was returned. No additional adverse patient effects were reported. Additional information was received indicating that the surgical wound was not closing after the implantation, thus, the physician decided to explant this device and relocate a smaller device lower in the chest.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device issues that would have made an infection more likely than what is described in the instructions for use for this device as a known inherent risk of the use of this product.

Event description:
It was reported that this pacemaker was explanted and with a smaller battery due to patient discomfort. The device was returned. No additional adverse patient effects were reported. Additional information was received indicating that the surgical wound was not closing after the implantation, thus, the physician decided to explant this device and relocate a smaller device lower in the chest.